Event description:
Hill-rom received a report from the account stating the bed exit would not set and the pt positioning module mode led's were flashing. The bed was located in the 5th floor rehab unit. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had not been properly zeroed prior to placing the pt on the bed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician zeroed the scale to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. This was most likely caused by user error. The technician also inserviced the staff on proper zeroing of the scale prior to placing a pt on the bed. Based on this information, no further action is required.